Event description:
Multiple instances of the inflator hose that connects the comfort glide lateral transfer sheet to the inflator breaking: snaps break, hose splits in various areas on hoses, hard white connector piece breaks.